Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that orbital atherectomy was performed using diamondback 360 coronary orbital atherectomy device (oad) on the proximal¿mid segment of a severely tortuous and severely calcified right coronary artery (rca). It was noted that oad was prepared following instructions and was tested ex-vivo, (through the viperwire guidewire) on glideassist, low speed and high-speed showing normal function. The atherectomy was performed in antegrade initially and crossed the lesion in retrograde motion through the first curve without issues. During the second atherectomy treatment, the driveshaft separated from the crown. During advancement to the second curve, after crossing in antegrade motion, and during retrograde atherectomy, the distal plastic nose of the oad was left in the vessel. Retrieval was attempted first with a snare without success, and subsequently with a second non-abbott coronary guidewire placed parallel to the viperwire advance coronary guidewire, the driveshaft remained trapped in a proximal tortuous segment near the ostium. The oad driveshaft could have been retrieved and the viperwire guidewire was still partially free. During retrieval attempts, both the viperwire guidewire and the non-abbott guidewire fractured leaving the detached driveshaft in-vivo and both wire fragments inside the rca. About 5 cm of the viperwire guidewire fragment was left in-vivo. The patient developed an acute myocardial infarction later and expired several hours later. Myocardial infarction occurred during the procedure; at the moment, the nose cone was dislodged and entrapped. St elevation in the inferior leads was observed and patient experienced chest pain. In the opinion of the physician, the primary cause of death was the myocardial infarction caused by the artery closure secondary to the complication and the oad caused or contributed to patient's death. It was noted that the treatment was performed both proximal-to-distal or distal-to-proximal. It was noted that there was wire bias and the vessel was primarily wired with a viperwire guidewire.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture identified evidence indicating that the fracture occurred while spinning in an elevated stress environment. This is consistent with reported details that state ¿the vessel was severely calcified and tortuous.¿ however, the exact cause of the fracture remains unknown. The relationship (if any) between the driveshaft fracture and the reported patient death is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings and investigation conclusions) and h11.

Event description:
It was reported that orbital atherectomy was performed using diamondback 360 coronary orbital atherectomy device (oad) on the proximal¿mid segment of a severely tortuous and severely calcified right coronary artery (rca). It was noted that oad was prepared following instructions and was tested ex-vivo, (through the viperwire guidewire) on glideassist, low speed and high speed showing normal function. The atherectomy was performed in antegrade initially, and crossed the lesion in retrograde motion through the first curve without issues. During the second atherectomy treatment, the driveshaft separated from the crown. During advancement to the second curve, after crossing in antegrade motion, and during retrograde atherectomy, the distal plastic nose of the oad was left in the vessel. Retrieval was attempted first with a snare without success, and subsequently with a second non-abbott coronary guidewire placed parallel to the viperwire advance coronary guidewire, the driveshaft remained trapped in a proximal tortuous segment near the ostium. The oad driveshaft could have been retrieved and the viperwire guidewire was still partially free. During retrieval attempts, both the viperwire guidewire and the non-abbott guidewire fractured leaving the detached driveshaft in-vivo and both wire fragments inside the rca. About 5 cm of the viperwire guidewire fragment was left in-vivo. The patient developed an acute myocardial infarction later and expired several hours later. Myocardial infarction occurred during the procedure, at the moment the nose cone was dislodged and entrapped. St elevation in the inferior leads was observed and patient experienced chest pain. In the opinion of the physician, the primary cause of death was the myocardial infarction caused by the artery closure secondary to the complication and the oad caused or contributed to patient's death. It was noted that the treatment was performed both proximal-to-distal or distal-to-proximal. It was noted that there was wire bias and the vessel was primarily wired with a viperwire guidewire.